Event description:
The complaint received states that during a procedure the ultipaq (fsr100208-20/f58357, complaint product) using an enpower control cable (ecb000182-00/c20513, complaint product) would not detach. The procedure was coil embolisation for bleeding from external carotid artery that was not calcified and heavily tortuous. The patient was a male of unknown age. Dob and weight unknown. Access was obtained from femoral artery. The event happened during the procedure. It was noted that the physician could not detach a ultipaq (fsr100208-20/f58357, complaint product) using an enpower control cable (ecb000182-00/c20513, complaint product) although pressing the detachment button. It is unknown whether or not the green system ready light of the dcb (detach control box) illuminated at the time the detachment was attempted. Type of the detachment control box used with the products were not provided. Therefore both the ultipaq and enpower control cable were replaced for unspecified competitor¿s products. Afterwards, the procedure was successfully completed without any further issues. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. Pre-deployment electrical check was performed and no issues were noted. There was no stretching or unintended detachment observed in the vessel or in the microcatheter(headway/terumo, type unknown). The complaint products were unavailable for evaluation. No additional information is available. There was no patient injury/complications reported.

Manufacturer narrative:
The complaint received states that during a procedure the ultipaq (fsr100208-20/f58357, complaint product) using an enpower control cable (ecb000182-00/c20513, complaint product) would not detach. The procedure was coil embolisation for bleeding from external carotid artery that was not calcified and heavily tortuous. The patient was a male of unknown age. Dob and weight unknown. Access was obtained from femoral artery. The event happened during the procedure. It was noted that the physician could not detach a ultipaq (fsr100208-20/f58357, complaint product) using an enpower control cable (ecb000182-00/c20513, complaint product) although pressing the detachment button. It is unknown whether or not the green system ready light of the dcb (detach control box) illuminated at the time the detachment was attempted. Type of the detachment control box used with the products were not provided. Therefore both the ultipaq and enpower control cable were replaced for unspecified competitor¿s products. Afterwards, the procedure was successfully completed without any further issues. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. Pre-deployment electrical check was performed and no issues were noted. There was no stretching or unintended detachment observed in the vessel or in the microcatheter (headway/terumo, type unknown). The complaint products were unavailable for evaluation. No additional information is available. There was no patient injury/complications reported. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.